Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually and functionally tested and passed testing. No anomalies were observed that would cause or contribute to the reported event. The operator's manual provides the following regarding the loss of aspiration/suction issues: insufficient aspiration probable cause: 1. Loose blue luer fittings. 2. Damaged o-ring (ultraflow I/a handpiece only). 3. Clogged tip. 4. Kinked or damaged tubing. 5. Cracked blue fitting. Recommended solutions: 1. Reconnect securely 2. Inspect o-ring and replace, as necessary. 3. Flush tip with sterile water or balanced salt solution (bss) sterile irrigation solution. Retest. Replace tip. Retest. 4. Check tubing and/or replace fluidics management system (fms). 5. Check fitting and/or replace fms. The root cause of the customer's complaint could not be established; the returned sample met specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that it was not possible to aspirate during the middle of the cataract surgery while phacoemulsification so switched to cortex aspiration mode surgery the surgery was completed after replacing the fluidics management system. The patient harm details was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).